Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to broken charged coupled device unit stripes in image occurred. The video cable was broken and therefore the image was not displayed. The most probable caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited damaged fiber bonding in the outer tube area (distal end), broken charged coupled device unit, stripes in image, and the image was not displayed. There was no patient involvement.